Manufacturer narrative:
(B)(4).

Event description:
A disk analysis was sent for review to engineering which noted that the memory of the device had no resets or faults. It was noted that the leads may be shorted resulting in out of range low pacing impedances. The low pacing impedances have affected device longevity. A system revision was discussed.

Event description:
Additional information noted that the final setting was bipolar and impedances remained low and out of range. A review of the additional information by technical services noted a possible insulation issue, although a root cause was not determined due to the provided data. An x-ray was also provided but the picture was low quality to see the location of the lead. At this time the system remains implanted.

Event description:
Additional information received noted that the device was replaced. Upon inspecting the leads during the explant no issue was noted. The leads were connected to a new device. A device issue was suspected. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a new implant procedure all measurements on the right ventricular lead were within normal range when measured with a pacing system analyzer (psa). After the procedure the pacing impedances were low out of range on the right ventricular lead. A follow up was performed a week later which showed that the right ventricular pacing impedances remained low and out of range, and loss of capture was seen on the right ventricular lead. During a thresholds test, the right atrial lead revealed loss of capture after the outputs were changed. Various programming changes were made which did not resolved the loss of capture on the right atrial lead. Finally the configuration was changed to the previous setting and right atrial loss of capture was resolved. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).